Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital and was going into diabetic ketoacidosis. Customer stated that he went to the health care professional on monday and was advised to change his basal rate settings by increasing them. Customer did not get around to doing it due to his blood glucose going up and him ending up in the hospital. Customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer was walked through adjusting his basal.